Event description:
It is reported that the inner most sterile package was glued into the outer package.

Manufacturer narrative:
Eval summary: the overhang edge of the inner cavity lid was sealed into the outer cavity flange, which caused the inner cavity to hang up in the outer cavity. The sterile barriers of both inner and outer cavity were not compromised and the inner cavity appears as if it could have been opened and the product used safely. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.